Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this one of the leads was malfunctioning. Additional information from the field representative was obtained which indicated that the lead issue was addressed with the reprogramming. This lead remains in service. No adverse patient effects were reported.